Event description:
It was reported that this subcutaneous electrode was found to have dislodged three days post implant. A revision was performed to reposition the electrode. No additional adverse patient effects were reported. The electrode remains in service.